Event description:
It was reported the customer was hospitalized twice for high blood glucose. The customer's first hospitalization was on (B)(6) 2014 and the second hospitalization was on (B)(6) 2015. The customer stated their blood glucose was over 600 mg/dl during their hospitalizations. It was found the customer had pale skin with a black outline around their lips. The customer was unsure of the cause of their hospitalization events. Customer also reported no delivery alarms on their insulin pump. Customer declined to troubleshoot as they believed insulin was being delivered to their body at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.